Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's medtronic representative reported via phone call that she was hospitalized for diabetic ketoacidosis over thanksgiving; she was in the ER and the ICU. She was also hospitalized in june due to another high. Around that time she also experienced lows while sleeping; however, she would wake up with a blood glucose exceeding 200 mg/dl around 40 percent of the time. The customer's current blood glucose was also being reported as high. Additionally, her insulin pump had shut off on its own, but she received a new battery cap and the pump seemed to have resumed normal function. Yesterday, the customer received no delivery alarms; there were about ten alarms in a row. The multiple no delivery alarms also occurred back in june when she was hospitalized. The pump screen would occasionally have a black line running across the display. Transfer to the 24-hour helpline was declined. No products were shipped or returned.